Event description:
A customer contacted baxter (B)(4) regarding a leak in a minicap. The customer stated that the minicap had a crack where the iodine was leaking, that occurred during use. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a minicap was confirmed during the sample evaluation; however, no root cause could be determined. One used minicap was received for evaluation and during a visual inspection the problem was confirmed, because there was a visable crack above the finger grip area of the cap. All dimensions were within specified tolerance as per the relevant minicap drawing. The minicap passed functional testing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.